Event description:
It was reported that the following was written on the box: "damaged. Return to vendor". The physician stated that he could not remember what the issue was with the device. No adverse patient effects were reported. No additional information was provided. Scanning electron microscopy (sem) analysis of the returned device noted peeled balloon material.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted that the balloon catheter was returned without blood and contrast visible. The stylet was placed inside the guide wire lumen with the yellow protective sheath covering the tightly-folded balloon. The protective sheath and stylet were removed without resistance noted. Measurements of the entire tip length and the balloon crossing profile were taken and both dimensions met manufacturing criteria. Further testing was performed to pressurize the catheter to its labeled rated burst pressure (rbp), which revealed a tear in the balloon proximal to the distal balloon marker. There were also multiple kinks noted in shaft distal to the strain relief tubing. The balloon was ultimately sent to the scanning electron microscopy (sem) lab for further analysis, which determined that the balloon failure may have been attributed to exposure conditions and/or a material/processing discrepancy. The leak was found in a fold within an area of peeled balloon material. Peeling was documented distal to the leak, in a fold. Additionally, damage was observed at the edges of the fold at the proximal end of the balloon. Although no information was provided in this case, if the balloon is not submerged in saline during balloon preparation to activate the hydrophilic coating, any pressure (positive or negative) may cause balloon material movement, which can cause balloon damage/peeling. In this case, the balloon tear and peeling may have been a result of insufficient preparation of the device, although this cannot be confirmed. It should be noted that the otw trek/mini trek instructions for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure (rbp) and balloon integrity. A review of the finished product lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event.